Manufacturer narrative:
When the investigation has been completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during a procedure, a technician accidently banged the mavig lead shield into the l-arm rotational cover of the allura system. The cover fell down and landed on the patient. No patient. Harm has not been reported to philips. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Detachment of the l-arm rotational cover was due to a collision with the mavig lead shield. This also resulted in the loosening of the safety chain attached to a metal bracket. The cover of the l-arm was replaced and the safety chain was firmly attached to the metal bracket as designed. The system was returned in good working order. Philips has confirmed that there was no impact to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.